Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15412. It was reported the pt lost stimulation after falling down stairs. Reprogramming was unable to provide effective stimulation and the pt was experiencing unintended abdominal and rib stimulation. Impedance values were within normal limits. The pt also experiences discomfort at the ipg site due to the location of the ipg. The pt is to consult with her physician regarding undergoing surgical intervention as the next course of action.